Manufacturer narrative:
4/17/1998 - supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.